Manufacturer narrative:
Product event summary:one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log files which shows the time reverting to date (B)(6) 2000 confirming that the internal battery (B)(4) lost power due to lack of use. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the real time clock (rtc) reverting to display the year as 2000. The perceived malfunction is related to the reported event. This is a normal behavior that occurs when the controller is not powered up for extended periods of time. Once recharged, the unit performed as intended. The most likely cause of the event was a temporary reset which was most likely due to a discharge of the battery during storage. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from the site that the ¿controller date 00, won't hold date and time.¿ the controller was exchanged. No patient complications have been reported as a result of this event.